Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during epm setup, it was noticed the essenz cockpit was blank and the fault current circuit breakers (fi) of the circuit for that port was tripping. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The cockpit was blank and was tripping the circuit breaker of the port in which it was plugged into, located in the power pack. Therefore, in order to solve the issue cockpit was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the information received above, the issue was related to the cockpit screen only and not affecting the functionality of the pumps and the machine. The pumps are still controllable by the back up control unit. Therefore, the event has been re-assessed as not reportable.